Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep removed an artifact from the camera lens and adjusted the power supply. The system was tested and is operating as intended.

Event description:
The customer reported that the left monitor shut down and there was a black spot on the image on the 9900 system. No pt injury was reported.